Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further review of the complaint, it was determined the complaint is not reportable due to the complaint not meeting the definition of an MDR reportable event. Not likely to result in patient harm or the need for additional medical or surgical intervention. This does not meet the definition of a reportable event. Synthes is retracting medwatch report #: 8030965-2013-02790.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested.

Event description:
Facility reports: during a tfn rod surgery, it was reported that a small battery drive was making a grinding noise. There was a 5 minute delay in the surgery to obtain a spare small battery drive. There were no injuries or medical intervention reported. This report is 1 of 1 for complaint (B)(4).